Manufacturer narrative:
Concomitant medical products: date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04512. It was reported the patient's scs system was not providing adequate relief following a four-wheeling accident approximately six months ago. Reportedly, the lead migrated 1/2 vertebral body. As a result, the scs system was explanted and replaced on (B)(6) 2019. It was confirmed the ipg was electively replaced. Effective therapy was established post-operatively. Note: since it is unknown which lead migrated, all possible devices are being reported.

Manufacturer narrative:
Date of event: this should have been entered as (B)(6) 2019 instead of (B)(6) 2019. Date of event is estimated. Initial reporter: this section has been updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.